Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 280 mg/dl with ketones a healthcare provider deemed life threatening on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and no permanent damage was identified. Customer declined further troubleshooting therefore the release date was not obtained.